Event description:
The pt svc rep (psr) assisting a (B)(6) female pt called in to zoll lifecor customer support to report that the top came off the pt's monitor. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval summary of monitor (B)(4) has been completed. The reported problem (top came off of the monitor case) has been confirmed. Upon inspection, it was found that the end cap was separated from the monitor case. The white cable was unplugged from j2008 on the auxiliary board. The root cause of the damaged monitor was likely a result of excessive force. Once the cable was reconnected, the monitor was fully functional. No adverse event resulted from the unplugged cable in the monitor. The pt received a replacement monitor.